Manufacturer narrative:
Corrected data: additional information: type of report? If follow-up, what type? Event problem and evaluation codes. The customer reports that the dc-200b main unit has diconnected from the pc again in the middle of acquisition in the or. The pc and the main unit, the dc-200b, which has the stimming controls, becomes disconnected from the mee-2000 pc system which is used for evoked potentials, eegs, and emgs. The mee-2000a software needs to be restarted for the device to be operable. The event logs have been sent to nihon kohden for evaluation. The unit was in use on patients at the time, but no patient harm was reported. After evaluation from nihon kohden was performed, it was determined that when the general-purpose network connection was inserted and removed from the lan port on the pc mother board during inspection, communication with the main unit lost contact in rare cases and the phenomenon of automatic reboot was confirmed. Therefore, it was evident that the cause of phenomenon is due to individual defect of pc or lan card.

Manufacturer narrative:
The customer reports that the an error message occurs and the units reboots. The dc-200b main unit has disconnected from the pc again in the middle of acquisition in the operating room. The pc and the main unit, the dc-200, which has the stimming controls, becomes disconnected from the mee-2000 pc system which is used for evoked potentials, eegs, and emgs. The mee-2000a software needs to be restarted for the device to be operable. The event logs will be sent to nihon kohden for evaluation. The unit was in use on patients at the time, but no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the an error message occurs and the units reboots. The dc-200b main unit has disconnected from the pc again in the middle of acquisition in the operating room. The pc and the main unit, the dc-200, which has the stimming controls, becomes disconnected from the mee-2000 pc system which is used for evoked potentials, eegs, and emgs. The mee-2000a software needs to be restarted for the device to be operable.